Event description:
It was reported that the sleeve was defective and there was a problem while inserting the cutting bar. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician found damaged bearing and corrosion, due to normal wear, also it was noticed that the engagement cannot be inserted, ball bearings faulty, and attachment overheats. Ball bearings, bevel gear, latch and additional small parts replaced.